Event description:
Pump tubing primed, and placed into pump to infuse to pt. Clamps open. After infusion initiated on pump, pump started to alarm for obstruction. The rn then opened the channel door of pump to find that a bubble had developed in the pump segment. Infusion was stopped, and new tubing obtained. Pump channel utilized was evaluated by clinical engineering, no detects found in pump functionality.